Event description:
I was using a freestyle libre 3 plus continuous glucose monitoring sensor. The sensor provided inaccurate low and high glucose readings that did not match my symptoms or finger-stick glucose results. Because of these incorrect readings, there was concern for inappropriate treatment decisions. The sensor appeared to malfunction despite correct application and use according to instructions. The issue resolved after discontinuing the sensor.